Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis. On (B)(6) 2012, the patient experienced peritonitis. The patient was admitted to the hospital on (B)(6) 2012. The hospital advised the patient that the peritonitis was not due to a break in aseptic technique. The patient's blood pressure was dropping and the patient passed out twice. The patient was still in the hospital recovering. The patient was continuing peritoneal dialysis therapy in the hospital. Per the patient's wife, the hospital did two cultures, they have not received the results at this time. She also stated it was not a break in technique, they are very careful to do everything correct. She said the hospital told them at this time they cannot tell them the cause. The nurse reported that the patient's blood pressure dropped and he passed out twice on (B)(6) 2012 the day he was admitted to hospital. She stated she thinks it may have been his heart, however, she is not sure because the hospital has not talked to her. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891309 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.